Event description:
It was reported that during an unknown procedure the device did not function properly. It did not release properly and the clips did not form properly. A similar device was used to complete the procedure. There was no pt consequence.